Manufacturer narrative:
Siemens filed the initial MDR 2517506-2020-00214 on 30jul2020. Date of event was corrected to (B)(6) in section b3.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse replaced and aligned the sample 1 (s1) mixers and probes. Quality controls (qc) was run and had acceptable results. System was fully operational upon departure. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Three discordant, falsely depressed carbon dioxide patient results were obtained on a dimension vista 500 instrument. The initial results were not reported to the physician(s). The initial, discordant samples were repeated on an alternate dimension vista 500 instrument. The repeated results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed carbon dioxide patient results.